Event description:
A report was received that the patient will undergo a battery revision due to difficulty charging.

Manufacturer narrative:
(B)(4). (B)(4). The device was returned in good visual condition with body fluids present. The device was tested with a generator and the device performed as required during testing; and no damage noted/the replace indicator did not illuminate during any functional tests. The energy output delivered from the device were verified

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during gastric sleeve procedure the surgeon stated the device would activate and cut tissue but not seal. They were cutting three vessels by the hilum when the sealing issue was noticed and bleeding was occurring, they controlled the bleeding with cautery and clipping. There was blood loss but no cc's recorded. There were no known blood products given at this time. The case was not extended more than an hour. They completed the procedure with a new like device. The patient is stable.